Event description:
It was reported to the manufacturer that the patient initially went for generator replacement surgery due to end of service. During surgery, the new generator was tested with the old lead. However, the system diagnostic testing revealed high impedance indicating a discontinuity in the system. Therefore, the surgeon opted to explant the lead also. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.